Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was exchanged due to a controller fault alarm.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed motor start events recorded on 26/aug/2023 at 15:24:03, on 05/oct/2023 at 20:01:53, and on 29/dec/2023 at 14:01:50, in which the motor start parameters were atypical. Log file analysis revealed a controller power up with associated motor start event logged on 29/dec/2023 at 15:02:42, indicating losses of power to the controller. Of note, the data log files covering the loss of power was not available for analysis. The controller was without power for seventeen (17) seconds. The alarm log file covering the reported controller fault alarm event in february 2024 was not available for analysis. As a result, the reported loss of power and atypical motor starts was confirmed. The controller fault alarm could not be confirmed as the alarm log file covering the reported event was not available. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power event can be attributed to the double disconnection of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal component, memory corruption, and/or the patient allowing the batteries to deplete completely. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2024 / serial #: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 18-jan-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A review of log file data revealed a motor start event with parameters outside of the typical range. It was reported that the patient had accidentally double disconnected power sources from the controller in the past. The ventricular assist device (vad) and controller remain in use. No patient complications have been reported as a result of this event.